Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: local staff was performing a routine inspection of c1. When he performed the buzzer test, c1's realtime clock had been initialized. There was no patient involvement but the device could not be used.